Event description:
On 12/08/1998 following an interventional procedure, an angio-seal device was placed in a pt's right groin. The next day (12/09/1998) as the patient was preparing for discharge from the hospital, a hematoma at the right groin site with brult was noted. An ultrasound was performed which identified the presence of a pseudoaneurysm. A cardiovascular consult indicated that surgery was required, and the pt was taken to the operating room where the vessel was repaired. The pt was later discharged to home in stable condition. As of 01/05/1999 there has been no further report to the manufacturer of additional complication or pt sequelae.